Manufacturer narrative:
Additional information: analysis of the returned device shows that the damages (twist and breakage) of the t25 tip are consistent with overloading in torsion applied to the driver during the removal of the bone screw (correction of the bone screw height insertion as described in the event description).

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the surgeon tried to "correct the height of the screw by turning it counterclockwise, after 30 degrees, the screwdriver broke and the tip remained in the screw hex. The broken tip remains in the patient." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.